Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the pace/sense channel that was oversensed by this cardiac resynchronization therapy defibrillator (crt-d) and resulted in numerous non-sustained episodes. The noise could not be recreated. Pacing inhibition was noted. This crt-d is programmed to least sensitivity. It was reported that this same issue was noted when a previous device was implanted. Additional information was received that more oversensing had occurred that looked consistent with diaphragmatic oversensing and an inappropriate shock had been delivered.